Event description:
Report received from another country. Pen needle broke off in customer and was removed at royal alexandra hospital.

Manufacturer narrative:
Manufacturing (ire) has been notified that there will be no product return forthcoming. Without lot number or sample return, they are unable to conduct a quality investigation. Will continue to monitor.